Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing because the device did not recognize when the door was open. Service evaluation identified and verified this condition and determined the cause to be that the upper hook switch was stuck closed. The upper auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device would not recognize an open door. There was no patient involvement. No additional information is available.